Event description:
A 65-year-old male with an acute myocardial infarction and cardiogenic shock, whose pre support clinical condition was consistent with scai shock stage e, underwent impella cp support via right common femoral artery (rcfa) access on (B)(6) 2026. During cp explant on (B)(6) 2026, no bleed back was observed, and vascular ultrasound demonstrated an rcfa dissection. Vascular surgery performed a cutdown with rcfa repair, and a right lower extremity fasciotomy was required. Transesophageal echocardiogram also identified a small descending thoracic aorta dissection, for which no intervention was indicated. The device was not removed due to a device related failure mode. Pump and introducer were designated for return. A second impella device was surgically implanted via the right axillary/subclavian artery later the same day and remains in place. The patient survived the initial explant procedure and remained clinically stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.